Event description:
The patient was treated for a stenosis in the right side of the middle cerebral artery (mca). Imaging taken following angioplasty showed light bleeding at the target lesion. The physician withdrew the balloon and successfully placed a stent. The patient reportedly died of an intracranial bleed following the procedure. No further details were reported.

Event description:
The patient was treated for a stenosis in the right side of the middle cerebral artery (mca). Imaging taken following angioplasty showed light bleeding at the target lesion. The physician withdrew the balloon and successfully placed a stent. The patient reportedly died of an intracranial bleed following the procedure. No further details were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage and the patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.